Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device "does not work." It was unknown to the reporter whether or not the device was used in surgery or if there were any injuries or medical intervention reported. There was no additional information provided.